Event description:
It was reported that heart block occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. Vascular access was obtained via a femoral approach. A 25mm lotus edge valve was successfully implanted. Following the procedure, heart block occurred. A permanent pacemaker was implanted. The outcome for the patient was good. It was further reported that two (2) days post implant, an unplanned other cardiac surgery or intervention was performed.

Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
It was reported that heart block occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. Vascular access was obtained via a femoral approach. A 25mm lotus edge valve was successfully implanted. Following the procedure, heart block occurred. A permanent pacemaker was implanted. The outcome for the patient was good.